Manufacturer narrative:
All of the buttons functioned properly however, moisture damage was found on the keypad. The unit had no frozen screen or button error alarm during testing. The unit had a minor scratched display window and a cracked reservoir tube lip.(B)(4)

Event description:
The customer called in to report a button error alarm and a frozen display that happened during normal use. The customer's blood glucose level was 136 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.